Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire that the lap top ventilator 1200 was not able to ventilate a patient properly. The customer stated that the ventilator was not building enough pressure to ventilate. The customer confirmed that there was no patient harm associated with the reported event.